Manufacturer narrative:
Physio-control replaced the main keypad assembly and the power pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The removed parts were further evaluated in the failure analysis center. It was observed that the keypad pcb mounted jack connector, designator j39 had an intermittent open between the solder pad and the land on the pcb.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power on under ac or battery power. The customer tried other batteries but that did not resolve the issue. This was found during a maintenance check of the device. There was no patient use associated with this event.